Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified right superficial femoral artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. The device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 8mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified right superficial femoral artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.